Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the outer sealant sleeve of a 5f mynx control vascular closure device (vcd) struck a 5f non-cordis hemostasis sheath valve when attempting to advance, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity, and no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was stored and prepped according to the IFU, and it was removed from the packaging as per IFU. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: on product evaluation the sealant was partially exposed.

Manufacturer narrative:
As reported, the outer sealant sleeve of a 5f mynx control vascular closure device (vcd) struck a 5f non-cordis hemostasis sheath valve when attempting to advance, causing it to split. As a result, it became difficult to fully insert the device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity, and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for less than 30 minutes. The device was removed from the packaging as per IFU. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis could not be executed due to the frayed/split/torn condition. Per functional analysis, a simulated deployment test was performed to evaluate the device¿s functionality. The unit operated as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. Compatibility with a csi lab sample could not be verified due to the frayed/split/torn condition of the sealant sleeves, which impeded proper insertion. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath and/or using the incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.